Event description:
It was reported that the expected reservoir volume was 3 ml; the actual volume was 13 ml. Per the reporter, it was determined that during the previous refill, the full amount of the drug in the reservoir was not emptied causing a volume discrepancy to carry forward to the next refill. The physician did a complete empty of the reservoir and refilled the pump under fluoroscopy; the physician used the visual compression and expansion of the bellows to determine empty and full. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive ¿ no injury.¿ the pump was delivering baclofen and hydromorphone. It was later reported that the patient¿s pump was last filled on (B)(6) 2012 at this reporter's clinic. There were no issues with the refill. The expected volume was 3.8; the actual volume was 3.5. The pump was refilled with 40 ml of drug. It was noted that the patient ¿would have had pump fill in 3/13 at facility other than¿ this reporting facility. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).